Event description:
It was reported by the patient's family member, that there was no power to the remote monitor. The monitor has transmitted in the past. A new power cord will be sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.